Event description:
Type I endoleak. The pt's superior neck is reported to be tortuous. A type I endoleak at the superior attachment site was not resovled when treated with a competitor's cuff, but the leak was greatly reduced. The physician will monitor the pt.